Event description:
The lens was not loaded correctly in the delivery device and it was found to be damaged during insertion in the patient's eye. Another lens was used to complete the procedure.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a folow-up report when our investigation is completed.